Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement of the foley catheter initial urination was observed upon insertion, but no further urine flow was observed. The patient complained of a strong urge to urinate, so we checked the bladder with an ultrasound. Urine was found to have accumulated, so we removed the foley catheter. No floating particles or blood clots were found, and the cause is unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement of the foley catheter initial urination was observed upon insertion, but no further urine flow was observed. The patient complained of a strong urge to urinate, so we checked the bladder with an ultrasound. Urine was found to have accumulated, so we removed the foley catheter. No floating particles or blood clots were found, and the cause is unknown.